Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a device check, a radiographical review diagnosed clavicular crush for all leads. Lead extraction was recommended. No further information is available.

Event description:
New information received states the lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
Conductor damage was noted at 28.5-29.5cm from the connector pin consistent with clavicle crush damage. The rv conductor insulation was damaged at this location.